Event description:
On (B)(6) 2014, the reporter contacted animas alleging unexplained blood glucose (bg) excursions during pump use. The reporter stated that the patient had been having unexplained high and low blood glucose (bg)s for the last 2 weeks and that when the patient woke up ((B)(6) 2014) bg was 369 mg/dl with symptoms of extreme drowsiness/difficulty waking up/confusion. Reportedly, the patient self treated with a 4.95 unit bolus and then shortly after the patient¿s bg allegedly dropped to 45 mg/dl with reported symptom of ¿feeling out of it.¿ no other bg excursions were reported during the initial call. Customer support reviewed the advanced pump features with the patient who indicated the basal delivery totals in the total daily dose matched the active basal program totals and that all boluses were recorded as programmed. The reporter stated that the patient had made changes to the 6am basal settings and stated that they may have needed to be adjusted by their healthcare provider. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia while using insulin pump therapy with misuse as a potential cause or contributor, as the patient adjusted basal rates on their own without hcp input.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on(B)(4) 2014 with the following findings: the last basal and the last bolus delivery were recorded on (B)(6) 2014. The basal and boluses added up appropriately to the total daily doses indicating the pump was delivering accurately until the last date of use. There were no alarms related to the complaint noted in the alarm history; only typical usage was observed. The pump passed a delivery accuracy test successfully and was found to be delivering within required range. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.